Manufacturer narrative:
Date of event is an approximate.

Event description:
It was reported that the patient had a sling device implanted. During ongoing use of the sling device, the patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) device. There were no patient complications reported.